Event description:
It was reported the holster came back from repair and the device safety switch was stuck during a biopsy. The device was finally able to be fired. The case was completed without any patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the safety latch to be replaced. The device was functionally tested, met all product requirements and returned to the customer.